Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that they observed sars-cov-2 positive results for 6 patients¿ samples. 4 of the patients¿ same sample were rerun on a different platform (test method not provided) that generated sars-cov-2 negative results for each of the patients¿ samples. The other 2 patients¿ same sample were rerun on a different cobas® liat® systems (s/n not provided) that generated sars-cov-2 negative results for each of the patients¿ samples. Patient sample was collected using nasopharyngeal swab and mert media. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The positive results were reported out to 4 of the patients and/or personnel treating the patients later amended after repeat testing and reported out as negative. The investigation to assess the customer allegation has not yet been completed. Six (6) mdrs will be filed, one for each patient, as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. (B)(4).